Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was mowing the lawn and slipped walking backwards on a downhill, resulting in a fractured modular neck.